Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during venous sampling in the arm, the blood began to leak out of the tube. There was a hole in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during venous sampling in the arm, the blood began to leak out of the tube. There was a hole in the tube."

Manufacturer narrative:
H6: investigation summary: bd received no customer samples or photos for this evaluation. Therefore, 30 retention samples were subjected to a submerged leak test as well as a visual inspection for damaged tubing. The retention samples do not confirm the reported issue of leakage/hole in tube as all of the samples passed the tests with no defects observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. H3 other text : see h10.